Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-03752. The pt received 2 scs leads with the same lot number. The pt reported she has not used or charged her scs system in more than 6 months due to no longer receiving effective stimulation in addition to receiving unwanted stimulation for approximately a year. Subsequently, the pt is experiencing loss of stimulation and the inability to communicate with her scs ipg which began approximately 6 months ago. (B)(4) system assessment will be done at a later date.